Event description:
Customer reported the insulin pump had a low battery and the device did not alarm. Customer also called in regards to a no delivery alarm that was fixed with a complete set change. Alarm history was reviewed and confirmed that the only no delivery alarms had occurred. Customer was advised that fluctuations of the bar are expected as the insulin pump reads the power left. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.